Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels reaching 310mg/dl. Customer administered correction boluses to stabilize blood glucose levels. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss diabetes management with health care provider.